Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon hit the prograsp forceps on the trocar while inserting it and the instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have the main tube broken. A piece measuring proximately 0.127¿ x 0.053¿ was not returned with the instrument.